Event description:
Per the returned paperwork, the patient's device was explanted at his request in 2008. There was no integrity test performed by cochlear staff. The patient reported pain at the implant site and "uncomfortable sound" when using the cochlear implant system. There was no previous report of these issues. In early 2009, the explanted device was received by the manufacturer. There was no prior notification to cochlear staff.

Manufacturer narrative:
This report filed, this type of event is addressed in the device labeling.